Manufacturer narrative:
The reported complaint symptom (fc fill complication encountered) was not confirmed. The reported complaint symptom (iipv (dv > 200% of fv)) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose.

Event description:
Peritoneal dialysis patient called due to the scale reading error warning and ended up disconnecting from the cyc while in dwell 3 due to feeling too bloated. The patient performed a manual drain of 4250ml and a second one of 2300ml. Patient also received a fill complication encountered. Patient treatment details was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 (manual drain) where 6550ml drained. This drain is 297% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2202ml is 3964ml. Follow up with the peritoneal dialysis nurse indicated that the patient did experience shortness of breath which was resolved after performing a manual drain. The replacement cycler resolved the issue. There was no other complications reported and no medical intervention was provided.